Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that outside of a procedure the system powered down immediately after being unplugged from the wall. The site believes there was something wrong with the battery pack. The ups battery was holding a charge for over 8 minutes. The radiologic technologist (rt) said they were moving it around a lot and it may have just been unplugged too long. There was no patient present.